Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. It was noted that there was discoloration of the device pocket and protrusion of a capped right ventricular (rv) lead which resulted in skin necrosis. The capped rv lead was explanted. A leadless implantable pulse generator (ipg) was implanted as bridge to a replacement crt-p implant once the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407645 lead implanted: (B)(6) 2006; 419678 lead implanted: (B)(6)2013; 5076-58 lead implanted: (B)(6) 2018; if information is provided in the future, a supplemental report will be issued.